Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the physician was attempting to implant the lead the helix would not extend into the myocardium. The physician attempted over thirty plus clockwise rotations and the helix would not advance. The lead was removed from the patient¿s body and the physician tried outside the body to extend the helix and it still would not extend. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The helix of the lead was extrinsically bent. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.